Manufacturer narrative:
A ge service representative performed an on site investigation. The system interface board and the single board computer upgrade kit were installed during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system would not display images on either monitor. No patient injury was reported.